Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s insulin pump was rejecting the battery and pump short battery life. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was partially performed. Customer confirmed that the battery did not last for more than one week. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the sleep current test, active current test and self test. Pump history files and traces successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. The last several battery change intervals shows battery lasting longer than seven days indicating battery is lasting longer than expected. No unexpected failed battery tests noted during testing, however, they were found in the history file [february 03, 2025 at 19:55, 19:56]. The pump was cut open to perform visual inspection and found no evidence of moisture damage or physical damage to the electronic assembly or motor. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, cracked case-corner of belt clip rails and pillowing keypad overlay. Battery lasts less than expected was not confirmed during analysis. Failed battery test was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.